Event description:
It was reported that the customer had a blood glucose level over 600 mg/dl. Customer treated and wanted to know if there was something wrong with the pump. Customer thinks he might have changed the setting. Customer took a dosage to bring his blood glucose level down but it is still at 600 mg/dl. Customer treated with 10 units bolus delivery. Customer had symptoms of high blood glucose levels including confusion. Troubleshooting was performed and the insulin did exit the tubing. Customer did not have a tubing clamp. Customer will be sent a tubing clamp and will call back to complete troubleshooting. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that the cannula was not bent or occluded. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.